Event description:
Infant re-intubated. Unable to auscultate breath sound. Sao2 100%. Tube pulled. Tip of stylet lodged in tube. Reintubated with new tube. Infant's sa02 100%. Tip of stylet came off of wire and lodged in ett tube.